Event description:
It was reported that the handpiece was leaking a yellow blue rusty substance during the procedure. No fluid entered the surgical site. The procedure was completed successfully with no adverse consequences reported for the pt.

Manufacturer narrative:
The handpiece was returned to the manufacturer for investigation. The probable root cause was the irrigation tube end was split at the pump housing connection which caused a leak in the housing. It is suspected that the handpiece was primed, then laid down on its side on a table. The fluid leaking would accumulate inside of the handpiece, coming out when the handpiece was used again.